Manufacturer narrative:
(B)(4).

Event description:
It was reported by the field service engineer (fse) that the intra-aortic balloon pump (iabp) was alarming for issues that do not ex ist. The iabp was on a patient and was swapped out as a result of the alarm. The fse ran alarms test and could not re-create the false alarm. The iabp passed all functional checks. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of iabp unspecified alarm is not confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the field service engineer (fse) that the intra-aortic balloon pump (iabp) was alarming for issues that do not ex ist. The iabp was on a patient and was swapped out as a result of the alarm. The fse ran alarms test and could not re-create the false alarm. The iabp passed all functional checks. There was no report of patient complications, serious injury or death.